Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the evaluation and investigation, e117 was not confirmed, but e116 and e118 were confirmed. All three errors are classified as otv errors. From the error codes that were confirmed, it is assumed that this event occurred due to the failure of the mother board and graphics processing unit. A definitive root cause could not be identified. Per the instruction manual: "code: e116, e117, e118. Cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device didn't work and displayed error e117. No patient involvement or injury was reported.